Event description:
It was reported that device detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified left superficial arteries. An opticross 18 imaging catheter was advance for ultrasound examination of the target lesion. During procedure, there was difficulty in advancing the catheter. Upon removal, the tip of the catheter had separated while crossing the stent. A buddy wire was advanced, and a snare was used to retrieve the wire with the detached tip. The procedure was completed, and no complications were reported.

Manufacturer narrative:
Corrected h1 - type of reportable event from malfunction to serious injury. Device was returned for analysis. The imaging window was observed detached. It's important to mention that the distal section of the imaging window along with the tip was not returned for analysis. The telescope and imaging core were kinked. The catheter twist began 26cm from the lap joint section. The imaging window was observed detached and twisted, and the imaging core was kinked. The telescope assembly was able to properly pull back and advance, but it was not able to fully retract due to the kink in the telescope.

Manufacturer narrative:
Corrected h1 - type of reportable event from malfunction to serious injury.

Event description:
It was reported that device detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified left superficial arteries. An opticross 18 imaging catheter was advance for ultrasound examination of the target lesion. During procedure, there was difficulty in advancing the catheter. Upon removal, the tip of the catheter had separated while crossing the stent. A buddy wire was advanced, and a snare was used to retrieve the wire with the detached tip. The procedure was completed, and no complications were reported.

Event description:
It was reported that device detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified left superficial arteries. An opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During procedure, there was difficulty in advancing the catheter. The physician encountered a hard stop at the aortic bifurcation within a previously implanted stent. The mdu then had a malfunction, and it was realized that the tip of the catheter had separated but was still on the wire. A buddy wire was then advanced, and a snare was used to retrieve the wire with the detached tip. Retrieval was successful and the procedure was completed, there were no complications reported.